Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
An implant card and warranty registration card was received that reported a pt had their vns lead replaced for a lead discontinuity. Good faith attempts are being made for additional info about the reported event and for the explanted product to be returned for analysis.